Event description:
A us distributor reported that a patient's electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.